Event description:
¿Rn found line leaking and redness¿. ¿date of insertion: on (B)(6) 2022¿. New piv placed for completion of prescribed therapy.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the provided product experience report, there was no sample to be returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining the definite root cause of the leakage is not possible. However, due to the number of other similar complaints against this lot for leakage, this complaint will be confirmed. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA (B)(4) was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.